Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D1: brand name updated. D3: manufacturer email address. D4: additional device information. D6: implant date unknown. D9: device availability. G1: contact office (and manufacturing site for devices) contact name and email. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H10: additional narrative. Zimvie received one (1) unisg, (gold-tite® square uniscrew) for evaluation. Visual evaluation of the as returned device identified the screw with signs of use. Screw fracture identified at the threads. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1246019. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1246019 for similar events and no other complaint was identified. Review completed utilizing keywords: fracture screw the customer did not submit images for the reported event. IFU review: documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev. H 2024/01. Information identified: potential adverse events based on the investigation and risk management file review as per rmf rm-00057-haz rev. 20, the most likely root causes determined from the investigation are parafunctional habits/patient factors. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. H3 other text: investigation results.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4).d10: concomitant medical product and therapy dates: unisg, gold-tite® square uniscrew, lot number: 1246019.

Event description:
The doctor reports a fixed metal-ceramic bridge screwed with abutments on #44 and #46 and a pontic on #45. The doctor notes that both goldtite components broke in 2021 and broke again in 2023. The procedure was concluded by placing two additional screws without any impact on the patient. The doctor reported: bruxism; bone type: ii.